Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. It was also observed that during the power up, the unit would only display black boxes in the display and then it would lock-up. The main pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the cause of the reported failure was a mis-soldered pin on ic chip, designator u23.

Event description:
It was reported that the device was failing the power on self-test. There was no pt use associated with the reported event.